Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, an imprecision was observed after merging exams from a medtronic imaging system and the MRI. It was reported that the site continued to navigate with the imprecision, but ultimately chose to continue the procedure without navigation. It was noted that the merge was performed where the sagittal was merged with the coronal image and the coronal was merged with the sagittal. Additionally, the axial images were merged together. The medtronic image acquisition was noted to be performed with the head of the patient very tilted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation was unable to asses merge results with provided information. Insufficient information available to determine root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the amount of inaccuracy was not available.